Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I too have essure. Removal tomorrow') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and spinal fusion surgery ("I had a back fusion in 2012") and experienced gallbladder disorder ("gall bladder issue"). Essure was removed. At the time of the report, the medical device removal, gallbladder disorder and spinal fusion surgery outcome was unknown. The reporter considered gallbladder disorder, medical device removal and spinal fusion surgery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gall bladder issue, hysterectomy, back fusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I too have essure. Removal tomorrow') and spinal fusion surgery ('I had a back fusion in 2012') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced gallbladder disorder ("gall bladder issue") and underwent medical device removal (seriousness criteria medically significant and intervention required) and spinal fusion surgery (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the gallbladder disorder, medical device removal and spinal fusion surgery outcome was unknown. The reporter considered gallbladder disorder, medical device removal and spinal fusion surgery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gall bladder issue, hysterectomy, back fusion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.